Event description:
It was reported that during a percutaneous coronary intervention procedure a stent damage occurred. The target lesion was located in the proximal left anterior descending artery(lad). A non- bsc guide wire crossed the lesion and predilation was performed with an unspecified balloon. The 3.50x16mm promus element drug-eluting stent was then advanced; however strong resistance was encountered advancing through the non bsc guide catheter. The stent was removed from the patient and it was found out that the edge of the stent was deformed. The procedure was completed with a 3.5x14mm non bsc stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified distal stent damage. Stent struts were raised and misaligned. No kinks or damage were noted along the shaft of the device. A microscopic examination of the tip and balloon found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a stent damage occurred. The target lesion was located in the proximal left anterior descending artery(lad). A non- bsc guide wire crossed the lesion and predilation was performed with an unspecified balloon. The 3.50x16mm promus element drug-eluting stent was then advanced; however strong resistance was encountered advancing through the non bsc guide catheter. The stent was removed from the patient and it was found out that the edge of the stent was deformed. The procedure was completed with a 3.5x14mm non bsc stent. No patient complications were reported and the patient's status was good.